Event description:
A 1.5 mm diameter x 6 mm length sprinter mx2 dilation balloon catheter was inserted into a patient for the treatment of an unknown lesion. The vessel morphology was not reported. It was reported that the tip broke off the balloon. No further information has been obtained after several attempts. The patient's condition is unknown.

Manufacturer narrative:
.